Event description:
The customer reported obtaining a non-reproducible elevated troponin I (access accutni+3) result for one (1) patient involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer re-analyzed the patient's sample on their alternate access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4) and obtained lower results within the normal reference range of the assay. A second sample from the same patient was analyzed later that same day ((B)(6) 2015) and a result within the normal reference range of the assay was also obtained. It was noted that the patient "presented with pleuritic chest paint with admission diagnosis of pericarditis to ccu (cardiac care unit) with management of prednisone." The initial elevated result was released from the laboratory. The attending physician then reviewed the patient with both a working diagnosis and differential diagnosis of perimyocarditis, significant pe (pulmonary embolism) and nstemi (non-st segment elevation myocardial infarction). There was a report of a change in patient treatment associated with this event as the patient was administered a heparin infusion and clopidogrel in association with the elevated access accutni+3 result obtained. Quality controls (qc), calibrations and system check were all performing within assay and instrument specifications at the time of the event. The patient's initial sample was collected in a serum tube. The customer stated that the sample was centrifuged for ten (10) minutes at 3,000g (g-force). Per investigation of the customer supplied data it was noted that the patient's sample was not allowed to clot for an adequate amount of time prior to analysis.

Manufacturer narrative:
The customer did not supply patient demographics such as date of birth or weight. A beckman coulter (bec) field service engineer (fse) was not dispatched for this event. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, pre-analytical sample handling is the likely cause of this event as the patient's sample was not allowed to adequately clot prior to analysis.